Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -8.5/1.0/094 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).